Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call call that he had lost a whole package of sensors and in two cases the sensor electrode was complete missing, thus the sensor would not work at all. Customer's blood glucose was unknown mg/dl. The customer reported that three sensors would last only for 3 days due to calibration error and pump alarming change sensor. The customer stated that he is well aware of the right calibration technique and timing. The customer was advised that the product would be replaced.